Manufacturer narrative:
The article was forwarded to medtronic by novartis pharma. Journal reference (attached): mccall, m.d., et al. "Cervical catheter tip placement for intrathecal baclofen administration." Congress of neurological surgeons. 2006; 59: 634-640.

Event description:
The article includes information to suggest that two patients with neuropathic pain resulting from peripheral nerve lesions and being treated with intrathecal baclofen using implantable infusion pumps, experienced undefined equipment problems with diminished therapeutic effect. Their pumps were explanted. No additional information concerning patient status and resolution has been provided. Journal reference: lind, et al. "Baclofen-enhanced spinal cord stimulation and intrathecal baclofen alone for neuropathic pain: long-term outcome of a pilot study." European journal of pain. 2007; form 8: 171-176.